Manufacturer narrative:
Fragment in patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive transforaminal interbody lumbar fusion (mis tlif) surgery at l4-s1 due to degenerative spine disease. Intra op, screws were placed as per navigated technique but on final x ray it was noted that 1 cm piece of guidewire had broken off and remained in patient at s1 bone. Revision surgery was not planned to remove the fragments of guidewire. Because it is in a position in which it cannot be removed. There were no patient complication as a result of this event.